Event description:
It was reported that a patient underwent an atrial fibrillation ablation and during post mapping, the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. Pulmonary vein isolation (pvi) and roof line ablations were performed using cryo ablation catheter, and post mapping was performed. Blood pressure gradually decreased before the start of post mapping. Pericardiocentesis, as well as blood transfusion were performed, and open chest surgery was scheduled. Thoracotomy revealed a perforation of the left atrial appendage. The physician's opinion on the cause of the adverse event was because the octaray was inserted too forcefully, the sheath or the catheter shaft might have damaged the left atrial appendage. Probably not by spine. Radiofrequency (rf) was not used. Irrigation catheter was not used. There was no error message observed on biosense webster (bwi) equipment during the procedure. This was a cryoablation procedure and cryo sheath and sl0 8.5fr were used. A bwi ablation catheter was not used.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31429421l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jan-2025, additional information was received where the patient¿s gender and race were reported. As such, a 3b. Gender and a 6. Race were updated. It was also indicated that a transseptal puncture was performed with radiofrequency (rf) needle. The concomitant product section was updated on this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).